Event description:
The customer reported that their evis lucera elite colonovideoscope had a distorted and noisy image. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, it was unknown if there was a delay in the start of pre-cleaning, the customer did flush the nozzle with water and air as well as with detergent solution, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of image noise was confirmed; due to damage on the scope connector, a noisy image occurred. The following additional findings were also noted: loss of water tightness due to damage on the up/down knob, bending in the up direction and play of the up/down knob not meeting the standard value due to wear of the angle wire, air supply volume not meeting the standard value due to the nozzle clog, assorted chips, discolorations, and scratches, and scope connector shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.".